Manufacturer narrative:
Baxter received and evaluated the device. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the customer reported improper shutdown which was not reproduced. When utilizing a known good pump. Visual inspection determined the issue to be attributable to a cut battery cell wire. The battery cell was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum wireless battery module experienced an improper shutdown. There was no known patient injury or medical intervention associated with this event. No additional information is available.